Manufacturer narrative:
It was reported that "motor doesn't raise the headboard of the bed, at first it was only going halfways and then if fell back and her dad hit his head as he was laying on the bed, the bar for the motor broke in half. No injuries.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "motor doesn't raise the headboard of the bed, at first it was only going halfways and then if fell back and her dad hit his head as he was laying on the bed, the bar for the motor broke in half. No injuries."